Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and patient was also hospitalized. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.